Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation could not confirm/duplicate the customer¿s reported ¿problem with the cable connection, sometimes the image is gone¿, there were no defects and or image problem found. The device has no previous repair history. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed by the biomedical engineer at the user facility that the customer high-definition camera head reportedly had "no normal image on screen, only white background" during pre-inspection testing for a same day surgery procedure. Another camera was used to complete the procedure. No patient injury or harm was reported. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.